Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed, and at the end of the case, protamine was administered with inr of 115. Approximately 5 hours post procedure, patient developed chest pain and a pericardial effusion was discovered via transthoracic echocardiogram. Patient remained stable. A pericardiocentesis was performed and patient was sent back to the recovery room with the drain in place. The patient had the drain removed 24 hours later and has since been discharged.